Event description:
Customer reports: multiple times the syringes when used in the angiomat illumena injector would burst and the luer lock threading could be over-torqued.

Manufacturer narrative:
Mfg report: root cause identified: no. Root cause can not be determined since defect was not confirmed. Conclusions: device history record for final product was reviewed by the customer. This test consists of applying a pressure of 1300 psi for ten seconds and 1200 psi for five seconds. The sample does not show any discrepancy during this evaluation. During the mfg of this part number, the quality dept utilized a pressure test with 1300 psi according to the instruction number ii064185 and all the samples pass this test. This pressure applied at 1300 psi is greater than the pressure used (75 - 1200 psi) by the customer. Corrective actions: no corrective actions will be applied.